Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13441, 3006705815-2019-04726. It was reported the patient experienced ineffective therapy. Diagnostics showed multiple contacts with high impedances. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein two of the existing leads were explanted and replaced. Therapy was restored post-op. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.